Manufacturer narrative:
The malfunction was duplicated and attributed to a color cable misaligned to a connector on the digital board. The color cable was reseated to remedy the problem. A replacement device was sent to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming inspection, the device's screen turned completely white and clinical data was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.